Manufacturer narrative:
The subject device was returned for device investigation. It was observed that during the device evaluation, the jet tube of the colonovideoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the jet tube of the colonovideoscope had foreign objects. There were no reports of patient involvement.